Manufacturer narrative:
At this time, it has not been determined if xanthelasma is related to the artefill treatment. The xanthalasma required removal via "undermining of the area," which resolved the xanthalasma. There was no resulting trauma.

Event description:
Patient was injected with artefill dermal filler off-label in the tear troughs on (B)(6) 2014 and presented with xanthelasma 4-6 months later. The xanthelasma was removed by "undermining of the area" on (B)(6) 2016 which resolved the xanthelasma. There is no resulting trauma. It is unknown at this time if there is any relation between the xanthelasma and the artefill injections. The patient has a family history of high cholesterol.